Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the electrode on the sensor was missing. Customer's blood glucose level was unknown. Customer will be returning the sensors for analysis.

Manufacturer narrative:
One opened and used sensor was inspected and the cannula was found bent and retracted inside of the sensor. It could not be confirmed if the customer received the sensor in this condition as it was returned opened and used. No broken or missing parts were observed during analysis.